Event description:
It was reported that a herculink stent delivery system (sds) failed to cross the right ostial renal artery due to anatomy. Upon sds retraction, into a 6french guide catheter, the stent dislodged into the anatomy. A snare device was able to capture the dislodged stent. There was difficulty retracting the snare device, containing the dislodged stent, into the guide catheter, and all was removed as a single unit, including the sheath. The procedure was then aborted. The patient was discharged home on an unspecified date and another intervention will be scheduled. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.